Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the mandrel cap was broken off and not returned. The jaw liner was melted and the device showed evidence of use. Functionally, using a test lab generator and battery, the assembled device successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. The jaws of the device were unable to close due to the damage to the device. The device's battery door was repeatedly opened and closed with and without battery present. No abnormalities were noted. The audio speaker was tested and was properly placed within its housing. It was reported that the jaws were not closing even after compressing the grab handle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not activate the instrument with the clamping jaw closed unless tissue is present. This could damage the device jaws and cause injury to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device experienced issues prior to use on a patient. The jaws were not closing even after compressing the grab handle. There was no patient involvement. Medtronic's initial evaluation of the incident device found the mandrel cap was broken off and not returned. The jaw liner was melted and the device shows evidence of use.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device experienced issues prior to use on a patient. The jaws were not closing even after compressing the grab handle. No additional intervention was performed due to the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found the mandrel cap was broken off and not returned.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use on a patient, the dissector could not be used, as the jaws were not closing even after compressing the grab handle. No additional intervention was performed due to the issue. There was no patient involvement.